Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient had an open and infected rash under the front therapy electrode pad. The patient also had sores under the electrodes the patient's physician requested that the patient remove the lifevest for a few days to let the irritation heal. Follow-up indicated that the physician prescribed an ointment to treat the irritation. The medical outcome of the skin irritation is unknown.